Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (4 mg/ml at 1.5733 mg/day) and bupivacaine (10 mg/ml at 3.933 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2015 it was reported that the patient had refill discrepancies at the past two refills. On (B)(6) 2015, the actual residual volume was 9 cc; the expected residual volume was 2.9 cc. On (B)(6) 2015, the actual residual volume was 15 cc; the expected volume was 11.5 cc. The patient had been experiencing an increase in his pain that started back in (B)(6). A dye study and rotor study were performed; both the dye and rotor studies were unremarkable. The issue was not resolved. The physician had no additional interventions planned other than continuing to monitor the patient¿s pain and refill volumes and adjust the drug dose accordingly. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received via a healthcare provider. The patient¿s pump was replaced. No patient death occurred. The reason for infusion device removal was indicated as being ¿other¿. The pump was returned to the manufacturer for analysis.